Event description:
A non-healthcare professional on behalf of surgeon reported that vitrectomy probe failed to aspirate during vitrectomy surgery. After injecting triamcinolone in eye, probe was unable to aspirate the material. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).